Event description:
During shift check, the autopulse platform (sn (B)(4) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message that could not be cleared. The platform was tested with a different lifeband but the issue persisted. No patient involvement.

Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message that could not be cleared" was confirmed during functional testing and based on review of the archive data. The root cause of the (ua) 07 error message was the defective load cell module 1, likely attributed to mishandling such as a drop or a defective component. Upon visual inspection, the load plate cover had a hole/tear. The observed physical damage was unrelated to the reported complaint and appeared to be the characteristic of user mishandling. The load plate cover was replaced to address the issue. A review of the archive data showed (ua) 07; thus, confirming the reported complaint. The autopulse platform failed functional testing due to the (ua) 07 error message displaying upon powering up the platform, thus, confirming the reported complaint. The load sensing system detected a weight/load imbalance between the two load cells. The load cell characterization test indicated that load cell module 1 was defective. Load cell module 1 was replaced to remedy the complaint. Following service and replacement of the defective parts, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).